Manufacturer narrative:
DHR of lot 8030477 was reviewed and no qn found; manufacture records (B)(4) were reviewed, no abnormal was found; 14pcs of retain samples have been tested on thread function and clog test, all results meet the specification. Based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that a pen needle 31gx5mm was clogged during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pen needle 31gx5mm was clogged during use.